Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Device evaluation: intuitive surgical, inc. (Isi) received the harmonic ace instrument to perform failure analysis. The instrument was found to have the curved blade broken at the tip/midpoint/base. A piece measuring approximately 0.628" x 0085" in size was found to be broken off. The broken piece was not returned. Components adjacent to this broken blade do not show damage. Additional information: the tip of the instrument broke and fell inside the patient while the surgeon was performing a dissecting task. The instrument did not collide with any other instruments or hard materials during the surgery. The surgeon retrieved the fragment using another instrument, and the customer confirmed that all fragments were successfully removed. No x-rays or other imaging were used to verify removal, and no additional surgical procedure was required. The procedure was completed using backup of the same type of instrument. The patient has not returned to the hospital due to any post-surgical complications related to retaining the fragment. Additionally, no photographic images of the device or video recordings of the procedure are available for review.

Manufacturer narrative:
Correction information can be found in the following fields: d4 and h4.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The harmonic ace instrument involved in this reported event was not received for investigations.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the harmonic ace instrument broke and a fragment fell inside the patient. The fragment was retrieved during the same procedure. The customer used a backup harmonic ace instrument to complete the procedure robotically.